Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite confirmed the reported problem. During troubleshooting, the fse found the host pc unresponsive to the boot signal. Fse confirmed that the fault was traced to the host pc motherboard. To resolve the issue fse replaced host pc and restored settings and return the part for further analysis, but no failure was observed. After replacing the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not complete the boot up sequence. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.